Event description:
It was reported that the customer experienced damage to the pump's rack pushrod, including a cracked cartridge compartment and a degraded pushrod gasket. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.